Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in the clinic due to an out of regulation (oor) on the handset, which first showed two days ago. The hcp did an impedance measurement which indicated that 9c was high (10k ohms) across the board. Therapeutic effect was still ok. The dbs system consisted of a percept rc with two sensight leads implanted on (B)(6) 2023. The hcp will do a CT scan to rule out any medical issues. It was reviewed that a failure of a single contact can be caused by a broken wire. In this case, the situation should be monitored in the future if the defect gets worse and more contacts are affected. A medical issue (fluid/air bubble) is possible but due to the small directional contact unlikely. The hcp was advised to remove 9c from the programming to avoid further oor messages on the handset and observe, if a satisfying therapy effect can still be achieved. For future follow ups, it was recommended to do regular impedance measurements to see if the situation gets worse. If so, the hcp should contact the manufacturer again.